Event description:
I have a spinal stimulator implant. At first it worked great. It moved and had to be fixed. I had changes in coverage and had several revisions. It began making my nerve pain much worse. I finally turned it off and told doctor I wanted it out. She said no. My pain is getting worse. Numbness and tingling has increased on both legs, feet, arms, legs. Said it was just bulged disks. Skin in various parts of my body stings and hurts to touch. Having chils and severe night sweats. This weekend my perineum went numb and began having to hold in my poo. On monday I saw my pcp about this. By then the numbness in perineum began subsiding. They were very concerned. My pcp has been wanting me to change pain doctors for a while since I've been complaining about wanting it out for a while now. They called my pain mgmt to tell her the serious symptoms I was having and I need an MRI. She said she recommends we wait and see if the numbness in perineum and poo problems come back before we do anything. She said they can order a full spine CT if they are worried. My pcp said if the numbness or poo comes back go directly to ER. As I was leaving office I had a cold sweat and blacked out in lobby. Ambulance took me to ER. They did tests and found my blood pressure jumped 20 points when going from sitting to standing. Could not find out why. Told ER doctor about the problem I was having and why I went to pcp. He said I should get the stimulator out. Told him doctor refuses. He said that was very odd and I should get a second opinion. That was monday. Wednesday I saw a neurologist. They did a nerve study. I told him of all the problems I'm having and what happened this weekend. He said I need to have the stimulator out. I said the doctor refuses. He said that sounded odd and said I need to find a doctor that will. Order CT of brain and said if we find something that will give us more ammo to make her take it out. I am miserable and afraid that the stimulator is causing more and more problems. The doctor won't tell me why she won't take it out. What is happening to me?